Manufacturer narrative:
The lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that this patient was admitted to the hospital due to chest tightness as well as other symptoms. After reprogramming the device it was noted that the parameters of this right ventricular (rv) lead were abnormal. The pacing thresholds were abnormal, and there was a large amount of pericardial fluid seen. Imaging suggested a perforation was present. It was believed that the rv lead caused the perforation, thus the lead was explanted and will be returned. No additional adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations in addition the perforation allegation could not be confirmed.

Event description:
It was reported that this patient was admitted to the hospital due to chest tightness as well as other symptoms. After reprogramming the device it was noted that the parameters of this right ventricular (rv) lead were abnormal. The pacing thresholds were abnormal, and there was a large amount of pericardial fluid seen. Imaging suggested a perforation was present. It was believed that the rv lead caused the perforation, thus the lead was explanted and returned. No additional adverse patient effect were reported.